Event description:
Reporter indicated the vns patient was explanted due to infection approximately, 2 1/2 weeks after undergoing generator replacement surgery. It was reported that following generator replacement surgery, the patient developed flu-like symptoms, including a fever and then developed a severe infection at the generator site. Both the generator and lead (excluding electrodes) were explanted. An infection then developed at the electrode site after explant surgery, resulting in an additional surgery, approximately two weeks post-explant to remove the lead electrodes from the vagus nerve. At the time of generator replacement surgery, both preoperative and intraoperative antibiotics were prescribed. Postoperative antibiotic therapy was not prescribed. The patient had not undergone any other surigical or dental procedures or invasive monitoring, either three months pre or post generator replacement surgery and is not implanted with any other devices.

Event description:
Further follow-up revealed that the pt's wounds are healed, and the infection is completely resolved. It was further reported that the pt has vocal cord paralysis. The physician has not responded to the manufacturer's question regarding the vocal cord paralysis event. The pt had a new vns system implanted in 2006, the vns explant surgery is likely cause of the reported vocal cord paralysis.